Event description:
It was reported that during a lap low anterior resection, an error 5 occurred at a system check in the first device. Although the second device passed a system check, an error 3 occurred soon. Then, the blade was broken off when a nurse cleaned the device. No pieces fell into the patient. Gen04 was used. Another third device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch and no error codes were displayed. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. It could not be determined why the device reported error codes and blade broken off. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.